Event description:
The consumer reported, her husband used the prod for less than eight hrs on the top of his left hip. When the patch was removed, the consumer described a burn with skin removal which healed, but caused a scar in the area worn. The consumer initially self medicated the area. The consumer went to the ER to get stronger medication and was diagnosed with a second degree burn.

Manufacturer narrative:
Since it is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse hlth consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse hlth consequences. Accordingly, this MDR is being submitted as a vol and proactive measured by MFR to enhance prod safety and pharmacovigilance. This is an otc prod = yes.